Event description:
Analysis of the returned handheld computer and associated software has been completed. An anomaly with the trace routed to pin 4 of the flex cable was noted. The resistance value of this portion of the circuit was higher than normal resulting in the handheld being unable to discern differences in electrical resistances with corresponding screen taps. A previous investigation of similar issues determined possible causes include exposure to higher temperatures, positioning of the flex circuit, or mishandling.

Event description:
It was initially reported that a handheld in a physician's office was stuck on the realignment screen. Several hard resets were performed but the handheld would not progress past the alignment screen. It was confirmed that the screen was responding to the stylus taps. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
.

Manufacturer narrative:
Date returned to manufacturer, corrected data: initial report inadvertently listed "(B)(6) 2012" instead of the correct date of "(B)(6) 2012."